Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot when charged for longer periods of time for the past year. Reportedly, the customer was concerned the insulin was impacted due to the pump temperature. The customer's blood glucose level was 200-300 (mg/dl) during the reported event. The customer stated that no temperature alarms occurred.